Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink valves of an unspecified number of clearlink secondary medication sets were not opening when they were attached to a primary set. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.